Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.